Event description:
During a hemorrhoidopexy according to longo procedure, the device only partially cut and the staples were not closed. Hemostasis was achieved manually to complete the procedure. There was no patient consequence.